Event description:
This unsolicited case from united states was received on 16-jan-2017 from a pharmacist. This case concerns a patient (demographics not provided) who received treatment with synvisc one and after unknown latency patient experienced swelling in knee, tightness in knee and effusion removal. No relevant medical history, concomitant medications were reported. Past medication included synvisc one (in (B)(6) 2015) with no adverse event and beneficial effect for patient. On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection at the dose of 6 ml, once (batch/lot and expiration date not provided) for knee osteoarthritis. On an unspecified date in (B)(6) 2017, the patient experienced swelling in knee and tightness in knee. No redness or induration was present. Patient was treated with effusion removal (50 cc) and injection of ia steroid with good effect (latency: unknown). Corrective treatment: unspecified steroid injection for swelling in knee and tightness in knee. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Outcome: recovering/ resolving for all the events. Seriousness criterion: required intervention for all the events.

Event description:
This unsolicited case from united states was received on 16-jan-2017 from a pharmacist. This case concerns a patient (demographics not provided) who received treatment with synvisc one and after unknown latency patient experienced swelling in knee, tightness in knee and effusion removal. No relevant medical history, concomitant medications were reported. Past medication included synvisc one (in (B)(6) 2015) with no adverse event and beneficial effect for patient. On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection at the dose of 6 ml, once (batch/lot and expiration date not provided) for knee osteoarthritis. On an unspecified date in (B)(6) 2017, the patient experienced swelling in knee and tightness in knee. No redness or induration was present. Patient was treated with effusion removal (50 cc) and injection of ia steroid with good effect (latency: unknown). Corrective treatment: unspecified steroid injection for swelling in knee and tightness in knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA is required outcome: recovering/ resolving for all the events seriousness criterion: required intervention for all the events additional information was received on 23-jan-2017. Global ptc number and ptc results were added.